Event description:
It was reported that she had a pump removed as a precaution for unknown sickness, thinking she would get better, but she "didn't completely." It was also noted that the patient had a "reaction to possible nickel allergy" eight years ago when she received her replacement pump. It was also noted that the pump was "working well," "nothing was wrong with the pump" when it was removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Unknown sickness.